Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. Customer's blood glucose level was not reported. The insulin pump was missing the dome label. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with no up and down button response due to corroded keypad traces. We were unable to verify for prime alarm and perform rewind and basic occlusion, occlusion, prime, the excessive no delivery and displacement test and the operating current test due to no down button response. The insulin pump was received with minor scratched display window, cracked display window corner, cracked case at display window corners, cracked reservoir tube lip and missing endcap sticker.